Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Pain and leg length issues. X-ray revealed head off of stem. Polyethylene also swapped.

Manufacturer narrative:
An event regarding alleged ¿pain, limb length issues and disassociation¿ involving an accolade stem was reported. The event was confirmed. Method and results: -device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. However, an image of the stem was provided. Per review of the clinician, a close-up of the stem trunnion showing a deformity and erosion, and medial notching. -medical records received and evaluation: a review of the undated x-rays and provided images of the explanted devices by a clinical consultant indicated: ¿...the head is disassociated from the stem, however the trunnion geometry is not visible on this film...indication from stryker corporation is that the v-40 36/plus-5 head in this case was subject to a voluntary recall. No patient demographics, no clinical or past medical history, no dated serial x-rays, and no examination of the explanted components are available for review. No revision operative report or description of the findings at this procedure are available. Based upon the information available for review, no determination can be made regarding the cause of this clinical event.¿ -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed based on the review of the undated x-rays by the consulting clinician stating ¿the head is disassociated from the stem, however the trunnion geometry is not visible on this film. ¿ however, the root cause could not be determined as the consulting clinician indicated ¿no patient demographics, no clinical or past medical history, no dated serial x-rays, and no examination of the explanted components are available for review. No revision operative report or description of the findings at this procedure are available. Based upon the information available for review, no determination can be made regarding the cause of this clinical event.¿ no further investigation for this event is possible at this time. If additional information and/or return of the devices become available, this investigation will be reopened.

Event description:
Pain and leg length issues. Xray revealed head off of stem. Polyethylene also swapped.